Event description:
It was reported the epg (external pulse generator) was returned to the biomedical engineer with a self-test error. The biomedical engineer was unable to reproduce the error. Device operation will be verified and the device returned to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. All available initial reporter information has been provided. If additional relevant information is received, a supplemental report will be submitted.